Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001822565-2021-03292.

Event description:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001822565-2021-03292.

Event description:
It was reported patient has been indicated for revision due to hinge bolt backing out. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03321. Medical devices: unknown rotating hinge knee tibial tray catalog#: ni lot#: ni; unknown rotating hinge knee femoral catalog#: ni lot#: ni; unknown rotating hinge knee femoral stem catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.